Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported requesting assistance in filling up the reservoir of the insulin pump. However during the course of the telephone conversation, the customer suddenly felt dizzy. Fortunately the customer had a companion at that time that assisted customer in calling 911. The customer reported having low blood glucose levels of 35 mg/dl. The customer reported being treated by the ambulance personnel with a glucagon shot. No additional information was provided.